Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The b30 scope communication error likely occurred due to the following; a failure of the charge-coupled device (ccd) unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts), or a kink/breakage of the ccd cable by physical stress applied to the insertion tube. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a e216 scope communication error message when preparing the scope for use in a diagnostic colonoscopy. The procedure was completed after clearing the error code and getting another scope. The patient was under general anesthesia and the procedure was delayed 10-15 minutes. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a b30 scope communication error message was displayed. The report is being submitted due to b30 communication error found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found there was no data, the insertion tube had deep dents that affected internal elements, the forceps channel had unusual restrictions, and the forceps channel and instrument channel leaked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.